Event description:
It was reported to stryker that during cross-threading, the device got stuck. The surgeon then used a new screw and the same thing happened again (after pre-drilling).

Manufacturer narrative:
The device was discarded. If additional info becomes available it will be reported on a supplemental report. Note: the reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.